Event description:
Out of two of the inbios covid-19 antigen self-test kits, it was found that two (out of four) of the dropper bottles contain no fluid. The bottles were still sealed, so presumably they had never been filled by inbios. The test kits were ordered from (B)(6) on (B)(6) 2022 and received on (B)(6) 2022. The kits were both from kit lot# bd6864. Prior exposure to covid-19.